Manufacturer narrative:
Follow-up #1 date of submission 09/29/2017-product analysis: the device was returned and evaluated by product analysis on 08/31/2017 with the following findings: the complaint could not be duplicated during investigation. The keypad cover and keypad contacts were undamaged and no defects were observed. Moisture was observed on the keypad flex cable connector. Two battery compartment cracks were observed. This additional results code: (B)(4)

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.